Event description:
Product failed do to an inability to separate components.

Manufacturer narrative:
The implant malfunctioned due to a stuck component. The malfunction did not cause or contribute to a death or serious injury. - the initial report did not have the correct event type documented, the correct event type, malfunction, is provided in this follow-up report

Event description:
The implant malfunctioned due to a stuck component. The malfunction did not cause or contribute to a death or serious injury. - the initial report did not have the correct event type documented, the correct event type, malfunction, is provided in this follow-up report